Event description:
Procedure performed: laparoscopic appendicectomy event description: blue handle was difficult to push into the metal barrel to deploy the pouch out and the string was twisted and did not close around the bag. During surgery, pediatric laparoscopic appendicectomy, when the surgeon was about to retrieve the appendix using the 5mm endoscopic specimen retriever via the laparoscopic port, he struggled to deploy the bag/pouch inside the abdomen properly. The surgeon managed to push the bag out but then struggled to close it once the appendix was inside, because the string won't pull close. Surgeon removed the endoscopic pouch applicator once the bag/pouch was out and manually straightening the strings and tied the bag closed using the laparoscopic graspers. There was no harm following this incident.additional information was provided by "[name]" territory manager via email on 22-jun-2026: - patient injury ¿ no, there was no patient injury or harm as a result of the faulty product. - patient status ¿ the faulty product caused a slight delay in retrieving the specimen from the abdominal cavity, hence, a little bit longer anaesthetic time. No associated patient issue/s at the time. - concomitant device ¿ the surgeon was using "[competitors device]" to pull the strings closed on the pouch/bag, "[competitors device]" camera and reusable light lead and a "[competitors device]". - was the actuator (blue stick) able to be fully retracted? Same as above. -there was no spillage even though the bag did not close properly because the specimen was smallcommentary from clinical nurse coordinator received via email on 22jun2026: I spoke to the surgeon who used the item and he reiterated that it was hard to deploy (push in) and when the pouch was out of the applicator, the strings were twisted and the bag just came off the metal claw support, the handle won't pull out but managed to take the retriever out. He used the graspers to close the bag by pulling the strings manually. We also used the applied epix laparoscopic scissors to cut the strings.intervention: nipatient status: no, there was no patient injury or harm as a result of the faulty product. The faulty product caused a slight delay in retrieving the specimen from the abdominal cavity, hence, a little bit longer anaesthetic time. No associated patient issue at the time.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.